Event description:
The customer reported to vyaire medical that the vela ventilator alarmed low ve (minute ventilation) and low vte (end-tidal volume). The customer confirmed that there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the issue, and a vyaire field service representative (fsr) evaluated the device on-site, found that the attitude setting was incorrect, reset it, and tested it. Operational verification procedure (ovp) and user verification tests (uvt) were successful. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.